Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6), a groshong dual was inserted into the right upper arm to administer medication to a patient with heart failure. On (B)(6), the nurse in charge noticed that the patient's clothes were wet. Suspecting the catheter to be damaged, it was removed the same day. The nurse in charge commented that there was a hole in the external, undressed part. There was a report of delirium and it was suggested that the external catheter was not covered by a dressing and may have been pulled by the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was one 5 fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed proximal to the 39 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) forceful flushing against an occlusion can cause this type of failure. Occlusions may occur in a catheter due to a kink, or excessive blood residues inside the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.